Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced bluetooth connectivity issues between the ilet and a dexcom g6 continuous glucose monitor (cgm) sensor due to entry of an incorrect transmitter code during pairing. No adverse clinical symptoms reported and blood glucose levels were unchanged. Outcomes included successful restoration of intended operation after entering the correct transmitter code. User support included guided troubleshooting and user education focused on transmitter code verification and device-sensor pairing steps. Investigation of this case revealed user error in entering the transmitter code, which prevented proper pairing and data transmission, and resolution occurred once the correct code was provided. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup.